Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log shows cassette not attached properly on (B)(6) 2018. The upstream sensor will be replaced in service. Use testing was performed. The problem source is defective component with the upstream sensor.

Event description:
Information was received that the cadd solis vip pump will not connect to the cassette. No reported adverse effects.